Event description:
It was reported via interdepartmental helpline solutions tracker that customer experienced high blood glucose between 300 mg/dl and 600 mg/dl with symptoms of nausea and moderate ketones. Customer reported to have changed sites multiple times, have bolused and given manual injections and blood glucose still remained high. Customer attributes high blood glucose to stress due to ill husband. Customer declined being transferred to helpline and would call back after speaking with healthcare professional. Customer reported that she would only do manual injections until everything calms down.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.